Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed the functional fall-off testing. Upon eval the white wire (drvn gnd) was found to be open inside the trunk cable. The cause of the failure was the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse as the belt was returned with signs of damage to the cables. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) to report that the belt ecgs were non-functional.